Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation findings. The reported thermal device malfunction is associated with a personal diabetes manager manufactured prior to the correction for action res#90987 was implemented. We are unable to confirm or determine the root cause of the reported thermal event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the controller overheated, melted and the screen cracked and the color of the screen changed, while the controller was charging. The user was sent a replacement device. Patient's blood glucose levels were reported to be greater than 250 mg/dl. No patient injury was reported, and medical intervention was not required.